Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod coils, a lantern delivery microcatheter (lantern), and a non-penumbra catheter. It should be noted that the patent's anatomy was tortuous, calcified, and narrowed. During the procedure, the physician encountered resistance while advancing the pod coil and, subsequently, the coil became stuck in the middle of the lantern. The lantern containing the pod coil was then removed from the patient. On the back table, the physician noticed the pod coil had unintentionally detached inside the lantern. Therefore, pod coil was flushed out. The procedure was completed using the same lantern, another pod coil, two pod packing coils (pod pcs), and the same catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the pod coil confirmed that the embolization coil was detached from the pusher assembly. Evaluation revealed that the pet lock was separated at the proximal end of the pusher assembly. If the pet lock is separated, the pull wire will retract from the pusher assembly ddt and the embolization coil will detach from the pusher assembly. The root cause of the separated pet lock could not be determined. The device was unable to be functionally tested due to the returned condition. Therefore, the root cause of the reported resistance experienced during the procedure could not be determined. Further evaluation of the device revealed that the pull wire was kinked at the proximal end of the pusher assembly and the embolization coil had offset coil winds. This damage was likely incidental to the complaint. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of the unintentional detachment and the resistance. H3 other text : placeholder.